Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse that the patient was diagnosed with peritonitis on (B)(6) 2018. The patient presented fibrin. The patient was treated with vancomycin and the organism was identified to staphylococcus aureus.

Manufacturer narrative:
Correction: follow up #1: date rec'd by MFR.: 2018-05-04.

Manufacturer narrative:
Additional information: clinical investigation: clinical investigation: there is a temporal relationship between ccpd therapy with the liberty select cycler/liberty cycler set and the patient¿s staphylococcus peritonitis. However, there is no documentation that indicates a causal relationship. Based on the available information, it is not possible to determine the source of the staphylococcus aureus peritonitis. There was no report of liberty select cycler/ liberty cycler set malfunctioning, product deficiency was associated with this event. The products have not been returned for product evaluation. Staphylococcus aureus is the most frequent germ associated with infections in pd patients and is usually caused by auto-inoculation by touch or contamination with respiratory secretions, (cdc, 2014). The patient¿s peritonitis could be to touch contamination during ccpd treatment. If additional information becomes available, the complaint shall be reassessed, and the clinical review updated accordingly.